Event description:
Info rec'd from voluntary medwatch form. Info provided on the voluntary medwatch form indicated a small slit, noted in the fill portion of the pump segment after 10 hours of treatment. Per rn, the pt was treated with prophylactic antibiotics and is doing fine. Rn stated there was no pt injury associated with this incident and was unable to disclose any further info regarding this report.